Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type lead. (B)(4).

Event description:
A manufacturer representative reported meeting with a consumer on (B)(6) 2016 due to the implantable neurostimulator (ins) being in discharge. An impedance check was done and 0-7 electrodes were greater than 10,000. The consumer only had one lead and the representative was not able to test impedances at a higher voltage. It was noted that the consumer had good therapy. Additional information received from the representative reported the battery was recovered and now the battery and stimulation were working great. The discharge was noted as due to a lack of recharging by the consumer. The impedances continue to be over 10,000 and it was unclear why. The consumer was noted to be getting good stimulation.